Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the second inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.